Manufacturer narrative:
There was no contact phone number provided. The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The electric pen drive device was used with the hand piece device and attachment device. Therefore, there are three devices involved in this event. The event description has been updated to include the statement "this is report 1 of 3 for the same event". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device name and the device product code were not documented previously. They have been updated to tray, surgical instrument and fsm respectively.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during oral maxillary surgical procedure on a patient undergoing an orthognathic surgery, it was observed that the electric pen drive device was working even in the lock mode position. It was further reported that the only way the device would shut off was when the switch was turned off. The reporter stated that the device would stop working while in use on a patient. It was further clarified that the device stopped working while cutting the mandible. The reporter stated that the surgeon stopped using the device, turned it off, made sure it was assembled correctly and used it again. As a result, there was a ten-minute delay to the surgical procedure. It was not reported if a spare device was available for use. The surgery was completed "satisfactory". There were no injuries, medical intervention or prolonged hospitalization. The electric pen drive device was in use with a hand switch device, and attachment device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The brand name was documented as electric pen drive system in the initial report. The brand name has been updated to epd, 60000 rpm. The catalog number was documented as unk_electric systems in the initial report. The catalog number has been updated to 05.001.010. The 510(k) number was documented as (B)(4) in the initial report. The 510(k) number has been updated to (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during oral maxillary surgical procedure on a patient undergoing an orthognathic surgery, it was observed that the electric pen drive device was working even in the lock mode position. It was further reported that the only way the device would shut off was when the switch was turned off. The reporter stated that the device would stop working while in use on a patient. It was further clarified that the device stopped working while cutting the mandible. The reporter stated that the surgeon stopped using the device, turned it off, made sure it was assembled correctly and used it again. As a result, there was a ten-minute delay to the surgical procedure. It was not reported if a spare device was available for use. The surgery was completed ¿satisfactory¿. There were no injuries, medical intervention or prolonged hospitalization. The electric pen drive device was in use with a hand switch device, and attachment device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.